Event description:
It was reported that: "after implanting the baseplate, the surgeon discovered hairline fracture on the anterior cortex of the tibia.

Manufacturer narrative:
The investigation in process. No additional info is available at this time.